Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown strip code: unknown strip storage: unknown. Symptoms: racing heart and sweating. A pt reported they were unable to obtain a blood glucose result. Their meter allegedly powers off during use. Pt was not treated. No furhter info has been reported.